Manufacturer narrative:
(Health effect - impact code): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture per MRI". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; underweight, broken shell. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in radius and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Stress marks assessed as non penetrating nicks.

Event description:
Healthcare professional reported left side "rupture per MRI". Device has been explanted.